Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal and distal stent region were noted to be expanded. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and issues were noted. The balloon wings were not tightly wrapped and the balloon appeared to be subjected to positive pressure at the proximal and distal balloon cones. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-sep-2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified middle and distal segment of the right coronary artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.